Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Subsequently, the pacemaker was subjected to an electrical analysis. An initial interrogation of the pacemaker was properly feasible. The eri battery status was activated on (B)(6) 2020 and available data documented an elevated pacing rate of 165 bpm on (B)(6) 2020 between 1:13am and 1:58am. The ability of the device to deliver therapies was verified. For that purpose, the output signal of the implant was directly measured without any prior programming. The bradycardia pacing pulses were recorded and evaluated. The pacemaker was stimulating in accordance with the programmed settings in eri mode. The pacing rate was the programmed 50 ppm minus 11 percent as corresponding to the eri mode. During the further course of the analysis, the eri battery status was reset showing a remaining battery capacity of more than 11 years. A long term pacing test and thermal cycles at three different temperature environments were performed. No deviations were noted during the analysis, in particular the pacing rate was constant as programmed. The therapy functionality proved to be within specification. Next, the pacemakers memory content was investigated thoroughly. The investigation revealed that invalid memory content was detected by the device on (B)(6) 2020, which led to an automatic auto reset to correct the affected memory area. As a result of the reset, overwriting memory content, the root cause of the activation of the eri battery status on the previous day was not determinable. The implemented self checks were investigated and proved to work as specified. No implementation fault was noted within the embedded software during analysis. In summary, the pacemaker was analyzed and no deviation was noted. Specifically, the antibradycardia therapy functioned normal and as expected during a long term stress test. No hardware deviation was noted and a fault condition regarding the pacing rate was not reproducible. As the automatic detection of the inconsistent memory content matches the date of the clinical observation, it is believed that the inconsistent memory content led to the clinical observation. There was no indication of a material or manufacturing problem or design weakness. The root cause for the inconsistent memory content could not be determined. Based on this analysis the presence of invasive external influences, such as strong electromagnetic fields, may have contributed to the observed behavior.

Event description:
It was reported that the device was explanted approx. 28 months after the implantation due to stimulation at higher rate than programmed parameter. No adverse patient side effects were reported.